Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user explaining that the infusion set detached while the patient was sleeping due to an adhesive issue. A new infusion set had to be used, and a correction bolus was given to correct blood glucose levels. No permanent serious injury was reported.